Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, shortened replacement window advisory (B)(6) 2007 population product advisory initially communicated on (B)(6) 2007, displayed a battery status of elective replacement indicator (eri) and was recommended for change out within 30 days. The monitoring voltage measurement was 2.54 volts and the charge time measurement was 13.8 seconds. This device was explanted but has not yet been returned for analysis. There were no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
Upon review of the device memory data, one abnormally long charge time of 32.3 seconds on (B)(4) 2006 was noted; this is not a normal charge time for the length of device implant. Analysis of the device memory data was unable to determine the cause of this one long charge time event. Testing to date indicates that devices affected by this issue are not at increased risk for a repeat of the same temporary increased charge time.

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.